Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical svcs (gts) rep evaluated the prismaflex machine was unable to duplicate the reported problem. The machine was found to meet MFR's specs and was released for use. The customer was advised to reboot the machine at the next set change to correct the issue. Gambro renal prods is aware of the reported machine malfunction 'flow rate discrepancy' and is working on corrections.